Manufacturer narrative:
The investigation for the reported event has been completed. The reported failure mode was reproduced. It was found that the bulb power was abnormal (0.04 w). Root cause: the placement signal issue and the controller error were caused by an optical bench lamp malfunction. Service & repair: before returning this console (B)(6) back to the customer, fs was instructed to perform the following, replace the optical bench (0042-1012) as a precaution. Perform a full functional check (0042-7316).

Manufacturer narrative:
A.4 is unknown. The automated impella controller was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A complainant reported a patient underwent impella insertion for acute myocardial infarction. There were no problems with the insertion technique, and the patient was managed without any issues afterward. However, after a few days on support, the position waveform suddenly disappeared and immediately afterwards a controller error alarm was issued. The pump was used with an alternative automated impella controller, and the position waveform was subsequently restored. There was no patient harm.